Event description:
An 81-year-old female was supported with an impella device for the indication of acute myocardial infarction with cardiogenic shock. The patient¿s pre support clinical condition was consistent with scai cardiogenic shock stage d. Based on the information available, the patient experienced a major bleeding event at the femoral access site requiring transfusion support. The patient ultimately expired following withdrawal of care. Access site bleeding is a known risk per the IFU due to the therapy¿s anticoagulation and purge requirements. At this time, there is no evidence indicating a device related failure. Further evaluation is limited as the device was not returned for analysis. The death is conservatively being reported to the impella cp but is unlikely related and is most likely attributed to patients underlying critical condition as they presented in scai stage d.

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed. The death is conservatively being reported to the impella cp but is unlikely related and is most likely attributed to patients underlying critical condition as they presented in scai stage d.

Manufacturer narrative:
H6 investigation: type, findings, conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The device was not returned; therefore, an evaluation/analysis of the device was not possible. The root cause of the injury was unable to be determined due to insufficient clinical details.

Manufacturer narrative:
Additional information. The family withdrew care. Unfortunately, the pump was unable to be recovered.